Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 150mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and passed. The customer also mentioned that the drive support cap is flush, and the display window was damaged. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.